Event description:
It was reported that the system displayed a cine disk not available error and would not function in cine mode. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.